Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was backlit, but blank and black. There was no adverse impact to the customer¿s blood glucose. Reportedly the customer had an alternate pump for insulin therapy.